Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test. No unexpected a13 alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin pump received watchdog timeout alarm. The blood glucose level was unknown. The troubleshooting was performed, and the customer called back after 2 hour pump rest and now insulin pump not turning on. The customer was assisted with the self test, they could not run self test. The customer was advised to replace the insulin pump and revert to back up plan. The insulin pump being returned for analysis.